Event description:
There was no patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging that the pump pushed all of the insulin from a full cartridge out of the tubing during the load step. The patient tried using a cartridge ½ filled and the same issue occurred. The patient reported receiving message of "cartridge not detected." The complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction/removal reporting number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 date of submission 02/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows several load step malfunction warnings on the reported failure date. The pump was unable to detect the cartridge during the load step. The force calibration reading was found below specifications. The pump was opened and the force sensor was disassembled . There was contamination observed on the force sensor plate. The force sensor resistance was measured and was found above normal specifications. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.